Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venous closure of the right common femoral vein was attempted using a prostyle device via an 8.5f sheath after an ablation procedure. Reportedly, the plunger was obviously stiffer when pushing down. It was not completely pushed in and the device was removed. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (eifu), states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. In this case, the eifu deviation likely did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1506 removed.